Event description:
A ventilator was returned to the MFR for svc. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, a failure related to the remote alarm connector was observed. The device's exhalation porting block was replaced to address the issue. During evaluation of the device, "svc required" codes were found in ventilator's downloaded error log. The device's sensor board tubing was reconnected and the internal battery was replaced to address the issues. Exhalation porting block.